Event description:
Customer reported his sensor and blood glucose reading were off. Customer's sensor glucose bleeding was 100 mg/dl and blood glucose was 400 mg/dl. Customer declined troubleshooting and just wanted a new system. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.